Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found the tubing from the bottom of the sample syringe was kinked in two places, and the tubing from the bottom of the procell syringe was kinked. He replaced both syringe tubings, replaced syringe seals, and inspected the pinch tubings. The customer performed qc and precision testing. All results met specifications. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for qc and patient samples from the cobas e411 rack. The patient samples were repeated on (B)(6) 2026. Patient 1 initial result was 9.3 ng/l, and the repeat result was <6 ng/l with a data flag. Patient 2 initial result was 11.35 ng/l, and the repeat result was <6 ng/l with a data flag. The customer considered both results to be correct as they were within the normal range, but thought the repeat results were more believable.